Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the maude report. Terumo tmc performed a maude search on 30 jun 2023. Report number (B)(4) was found and was confirmed to be the same reported event; therefore, the maude report has been provided.

Manufacturer narrative:
This report is being sent as follow-up # 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire separation because the sample was not returned for assessment. Without a sample, the exact root cause could not be determined. It is possible the user encountered difficult anatomy during retrieval and attempted to remove the guidewire with increased resistance, separating the guidewire. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
Terumo medical received a user facility medwatch report # 0300060000-2018-8000. The event description states: at the beginning of a cerebral angiogram procedure, the arterial sheath was being placed, when the guidewire broke off in the patient. The md proceeded with emergent case. Upon conclusion of the case, the vascular surgeon was consulted and came to see patient. The md took the patient to surgery for foreign body retrieval.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.